Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that about one month ago, while playing golf, he noticed his blood glucose was elevated (value not provided) and he had a dry mouth and did not feel well. He did not bolus to lower his blood glucose. He later found that his blood glucose had increased to over 500 mg/dl and the adhesive of his infusion site was peeling away from his skin and his shirt was wet. He changed the infusion site and bolused to lower his blood glucose within a few hours. His normal blood glucose level is 95 mg/dl. He stated that he changes the infusion site every 2 days. He cleans his skin with alcohol and allows the area to dry completely prior to placing the infusion site. The patient was educated on the "sandwich" technique and was sent replacement infusion sets and tegaderm. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient did not retain the alleged infusion set and he no longer had the lot number or expiration information. No product will be returned for evaluation.